Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation of the reported event is currently underway. (Expiry date 01/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a transrectal ultrasound-guided prostate biopsy in normal density tissue, the top slide of the device allegedly self-activated after the eighth sample pass while the healthcare professional was retrieving the tissue. It was further reported that the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the investigation is inconclusive for self-activation as the device was not returned. The root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a transrectal ultrasound-guided prostate biopsy in normal density tissue, the top slide of the device allegedly self-activated after the eighth sample pass while the healthcare professional was retrieving the tissue. It was further reported that the procedure was completed with another device. There was no reported patient injury.